Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "backup battery" error. It was unknown how the issue was found. No patient or user harm reported. The customer called philips and requested assistance with replacing the central processing unit (cpu). The remote service engineer (rse) provided the customer with the instructions to perform the repair. A follow up was performed with the customer, and it was reported that the device had displayed a "backup battery" error; the customer reported that the philips tech support had recommended replacing the cpu. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer was unable to provide any further details. The customer did not specify if the central processing unit (cpu) was replaced, and if the alleged issue was resolved. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.